Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopulse platform (s/n:(B)(4)) worked fine on a patient but body fluid spilled into the platform. The platform worked fine after this event. Three days later during a shift check, the platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) upon powering on. They tried pulling up on the lifeband but the same issue occurred with the platform . No patient involvement was reported.

Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Upon visual inspection multiple cracked screw bosses were observed on the platform head restraint brackets, motor, encoder and in battery bay compartment. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, found a cracked/damaged top and encoder covers. The autopulse platform is a reusable device and was manufactured in 2009 and is 9 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained ua 7 error message on the reported event. A load characterization check was performed and identified defective load cells. Observed lot of fluid ingresses and damages to the metalized inner surface of the autopulse platform. The top (blue) cover needs to be replaced and the autopulse also required to have bio-cleaning. The autopulse platform is awaiting customer approval for service repair and loadcell replacement. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with sn (B)(4).